Manufacturer narrative:
(B)(4). Additional information noted that the event of "over sedation" that occurred during the scs trial implant procedure is not related to the device or therapy, but is instead related to the anesthesia/sedation given during the procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, product type: screening device. Product ID: 977d260, product type: screening device. (B)(4)

Event description:
The manufacturer representative reported that the patient became over sedated during a spinal cord stimulation (scs) trial procedure. The patient received too much sedation, and the case was aborted. The issue was resolved at the time of the report, and the plan was to reschedule the trial at a later date. It was noted that no surgical intervention occurred, nor was one planned. The patient was alive with no injury at the time of the report.